Event description:
It was reported that during an angioplasty procedure of a chronic total occlusion in the iliac artery, the device was allegedly unable to cross lesion. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation. No photos were provided for review which leads to inconclusive results. It was indicated that the lesion was pre-dilated, the guidewire was running smoothly and there was no damage noticed but further information about the patient anatomy and accessories used was not given. Based on the available information, the investigation is closed with inconclusive result for "failure to advance". A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing lubricates the surface between the inner and outer catheters". Regarding accessories, the instructions for use states "gain access to the treatment site utilizing appropriate accessory equipment compatible with the 6fr bard e luminexx vascular stent system. (1) via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. (2) the delivery system requires a minimum 6fr introducer sheath". With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. Medical device expiration date: 06/2025.